Manufacturer narrative:
Product evaluation summary: the distal portion of the lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that the patient presented due to the patient alert due to high and infinitive right ventricular (rv) lead impedance possibly due to a lead fracture. The rv lead will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary tdc099349v: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range; analysis of the device memory indicated a lead impedance out of range alert, and analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was variable. Concomitant medical products: d284drg implantable cardioverter defibrillator (ICD) (B)(6) 2011, 5594 implantable pacing lead (B)(6) 2011. (B)(4).